Event description:
It was reported that while attempting to advance the delivery system into the pt, the physician encountered resistance and could not advance it. The physician inspected the delivery system and identified that the tip of the delivery system was missing. The physician exchanged the device for another one. It was successfully advanced without any difficulties or injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specs prior to shipment. The device has been returned; the eval is currently underway.